Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. The patient stated she experienced pain upon sensor insertion but decided to continue wearing the sensor. On (B)(6) 2025, she developed an abscess at the insertion site and the redness extended beyond the patch perimeter and she decided to remove the sensor. The sensor was inserted in the arm just below the previous sensor insertion site. On (B)(6) 2025, she went to the ER and had an incision and drainage (I&d) to relieve the abscess and was prescribed a course of oral (sulfamethoxazole, unspecified dosage) and topical (mupirocin ointment) antibiotic medication and discharged home on the same day. At the time of the report, the abcess had already subsided, but there was still redness in the area. No additional event or patient information is available.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2025. The patient stated she experienced pain upon sensor insertion but decided to continue wearing the sensor. On (B)(6)2025, she developed an abscess at the insertion site and the redness extended beyond the patch perimeter and she decided to remove the sensor. The sensor was inserted in the arm just below the previous sensor insertion site. On (B)(6), 2025, she went to the ER and had an incision and drainage (I&d) to relieve the abscess and was prescribed a course of oral (sulfamethoxazole, unspecified dosage) and topical (mupirocin ointment) antibiotic medication and discharged home on the same day. At the time of the report, the abcess had already subsided, but there was still redness in the area. No additional event or patient information is available.

Manufacturer narrative:
Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: medical device problem code - correction to remove 3191.